Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was not as effective as when he had it first implanted. The patient clarified that he wanted to see if he "tore" something in his back. The patient said he fell the other day and he was sore and hurts like heck. The patient also stated that the day prior to the report when he was getting into his car he felt a real bad burning at the ins site that has not subsided since. The patient said it hurts all the time. The patient has tried to contact their hcp, but he was not able to get a hold of them. The patient wanted to meet with a rep for reprogramming. The patient said the issue first started probably a week prior to the report. No further complications were reported.